Event description:
It was reported that the flow rate was too fast. No adverse clinic effects were noted.

Manufacturer narrative:
Actual device not returned. Eval summary: the info contained herein is based on the info provided by the initial reporter. It was stated that the flow rate was too fast. No adverse event was reported. The actual complaint sample was not returned for eval. However, the customer returned on new unused sample of the same lot number 7a2614 for eval and investigation. The returned device was tested and found to be within specification. In addition, retained devices from lot 7a2614 were tested for flow rate accuracy and were within specification. The device history record for lot 7a2614 was reviewed and all manufacturing operations were found to be within specification. The lot history was reviewed and there are no confirmed complaints for fast flow for lot 7a2614. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.